Event description:
Event description guidant received information that the patient with this pacemaker died; the date and cause of death is unk at this time. The pacemaker was explanted post mortem in 2006. A post explant interrogation revealed the elective replacement indicator (eri) was declared five days prior, earlier than expected for this model of device. The device was suspected as having been subjected to cold temperatures that may have affected the battery status. This pacemaker was also included in the advisory population regarding the crystal timing component: however, there were no alegations against device performance that were consistent with those described in the advisory.

Manufacturer narrative:
Not returned. Event conclusion technical services stated that the storage temperature range for this device is 0 to 50 c, and colder temperatures than this can affect the device. Technical services also performed a longevity estimate based on provided parameters (a= 2.5v @ 0.4ms, v= 2.5v @ 0.6ms, ddd mode 60 to 100 ppm) and assumed parameters (500 ohms, 100% pacing in both chambers, sensor off) which gave an estimated minmum longevity of 7.1 yrs. This device was in service for approximately 1.8 yrs. As of today, the product has not been returned. We have made several requests regarding the status of the device without any response with additional information. If the product is returned, or if additioal information becomes available, this event will be updated.